Manufacturer narrative:
(B)(4). Date sent: 1/30/2017. Batch # n5742g. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60d cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lower anterior bowel resection, the doctor closed the jaws on tissue, using a gold reload, no buttressing material, began to fire the reload and the device locked out. The doctor attempted to use the reverse button but the jaws wouldn't open. The doctor used the manual override lever to open the jaws of the instrument. The cutter didn't cut the tissue and only three staples deployed but were malformed. The doctor opened a second like endocutter and second like gold reload to continue the procedure. There were no patient consequences reported.